Event description:
PICC was being removed. Documentation indicated that catheter length was 11cm. Catheter removed was 6cm. The patient was taken to the cath lab for removal of distal portion of catheter.